Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099242. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a severe skin reaction to the adhesive occurred. Date of issue is an approximation. The patient stated she initially thought it was an allergy. Itchiness began after two days of use and she had red, itchy, bumpy, puffy skin in the exact oval of the sensor. She discussed it with her endocrinologist. Months later, the spot where she had applied the sensor still itched at times and had dark oval scarring. The skin remained somewhat dry in the area and even though she had been applying cortisone cream, it was still irritated at times, especially after a warm shower. There was no documentation of medical intervention. No additional patient or event information is available.